Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood/body fluid was noted on the conductors (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that during implant, the doctor was unable to access the vessel in order to place the 4196 lead for the planned bi-ventricular upgrade. The lead was not used. No patient complications have been reported as a result of this event.